Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the clinician installed a set into the device and noted a leak at the upper fitment. A second set was installed and had the same issue. It was reported by the facility biomed an over infusion of an unspecified medication occurred at the time of the 2 sets leaks. There was no report of patient harm. It was reported by the facility biomed when opening the unit because the lower bezel hinge was noted to be cracked and no other apparent problems appeared on the exterior of the unit. Upon removing cover and circuit boards, found all six bezel posts to be broken. Although requested, no additional information about the patient, medication, or event provided.

Manufacturer narrative:
(B)(4). The customer¿s report of an over infusion could not be confirmed. Physical inspection of the device showed that all six bezel boss posts had damage; three of the six were separated and the other three were cracked. Review of the event log shows that an infusion of midazolam (versed) was programmed on (B)(6) 2018, between 9:29am and 9:36am; however the infusion was canceled by a user and was never started. Rate accuracy testing confirmed the device was under infusing. There were no signs of unregulated flow and no damage caused to a test set at the upper fitment area. The report of leaking sets is being investigated under manufacturer report number 9616066-2018-00411. The root cause for the bezel boss breakage was not determined.

Event description:
The customer reported that the clinician installed a set into the device and noted a leak at the upper fitment. A second set was installed and had the same issue. It was reported by the facility biomed an over infusion of an unspecified medication occurred at the time of the 2 sets leaks. There was no report of patient harm. It was reported by the facility biomed when opening the unit because the lower bezel hinge was noted to be cracked and no other apparent problems appeared on the exterior of the unit. Upon removing cover and circuit boards, found all six bezel posts to be broken although requested, no additional information about the patient, medication, or event provided.